Manufacturer narrative:
If implanted, give date: 2012. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01026. It was reported that the products were mislabeled. The target lesion was located in a coronary artery. Two express ld vascular stents, sized 7.0x20x135cm and an 8.0x40x135cm, were implanted. The procedure was completed with no patient complications reported. However, it was noted that the label of the two stents indicated 7mmx17mmx135cm and 8mmx37mmx135cm express ld vascular stent, respectively.